Event description:
The customer reported the loss of cine/vascular imaging mode functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk drive and cine bridge pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.